Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the insulin pump alarmed no delivery. The customer's blood glucose was 279 mg/dl at the time of incident. The customer stated that she already changed the battery, insulin, and infusion set 4 times but the pump still alarmed no delivery and won't let her prime the tubing. The customer treated with manual injections. Troubleshooting was completed. The customer was advised to revert to a back-up plan and that the pump would be replaced. The pump was not returned for analysis.